Event description:
Pt revised for pain, range of motion and loose stem.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. The initial reporting indicated the product was not suspected of failing to meet specs or of contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.